Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient cable was confirmed via visual analysis of the returned mobile power unit (mpu) (serial number: (B)(6)). Upon initial observation in the european distribution center (edc), the mpu¿s patient cable rubber connector housing was not well adhered to the power connecter block. The patient cable was replaced on the mpu, upgraded to the latest software version v 01.02.01 and preventative maintenance was performed. The repaired device was returned to the rental pool. A root cause for the rubber connector housing damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped to customer on (B)(6) 2018. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during service the engineer noted there was damage to the patient cable. The device will be returned.